Event description:
It was reported that the non-dependent patient presented to the clinic after starting to feel thumping in his chest. The pulse generator exhibited back-up vvi mode. The patient was symptomatic to the back-up pacing. The device was successfully downloaded and remained implanted. The device was also reprogrammed back to its normal settings. The patient's condition upon leaving the clinic was stable.